Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as their nipples having abrasions from the belt rubbing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed pain medication for the skin irritation. Outcome of the irritation is unknown.